Manufacturer narrative:
(B)(4). An investigation was initiated to further investigate the customer issue. The investigation included a review of the complaint text, a search for similar complaints, and a review of labeling. The discrepant results were resolved with the replacement of the r1 probe. Tracking and trending did not identify any adverse trend in conjunction with the complaint issue. Labeling adequately addresses interpretation of results and troubleshooting for erratic results. No product issue was identified for discrepant results on the architect c8000 analyzer.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated one patient sample generated an architect sodium result of <100 mmol/l with an auto repeat result of 138 mmol/l. The analyzer message history contained numerous error messages indicating aspiration errors had occurred; however, there were no error messages generated for this particular sample. The customer indicated the likely cause was the r1 probe as it was damaged and after replacement, there were no further issues. There was no impact to patient management.